Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation for a fifth proximal phalangeal fracture. The surgeon completed insertion of four screws after inserting the plate. The drill bit then broke when the surgeon drilled to insert the fifth screw in the contralateral cortical bone. The fragment generated was left in the patient. The surgery was completed successfully without any surgical delay. There is no plan to perform the revision surgery at this point. No further information is available. This report is for one (1) 1.0mm drill bit/mqc for threaded hole/61mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6; visual analysis of the returned sample revealed that drill bit ø1 l61/31 f/core hole tip of the device has broken off. No other issues were identified. Also, the embedded condition of fragments of broken device inside patient body cannot be confirmed based on available information. The dimensional inspection was performed and it is within the specification limit. The observed condition drill bit ø1 l61/31 f/core hole in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1 l61/31 f/core hole. While no definitive root cause could be determined, it is probable that the drill bit ø1 l61/31 f/core hole was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.130.102; lot: f-30379; manufacturing site: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: 12 june 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.